Event description:
It was reported that the case involved a total occlusion in the mid rca, which was re-opened by a guide wire; a balloon catheter was placed successfully within the lesion and inflated. A zeta (3.5x23) was used to cover the pre-dilated lesion segment; the sds was withdrawn without resistance. Afterwards a second short stenosis was noticed under fluoroscopy distal to the dilated/stented segment. Then the second short lesion was treated without pre-dilatation; a zeta (3.5x13) mm was successfully passed through the first zeta (contrary to IFU), was inflated, and subsequently withdrawn into the guiding catheter for fluroscopy imaging. The delivery balloon flushed out of the guiding catheter into the rca, and the balloon was observed to be not fully delfated. Upon removal of the sds, it was noted that the distal shaft was missing. A snare device was used to successfully retrieve the separated portion of the sds from the patient. The patient was controlled for three hours and later presented with an initial good result and no other effects.